Event description:
It was reported the videoscope exhibited wave-like noise at the top of the monitor. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a chipped glue adhesive at the bending section and a peeled off adhesive at the image sensor on the distal end. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the glued lens may have been peeled off by performing autoclave out of recommended conditions (132 to 134 for 5 minutes), or by external stress from hitting, dropping or contact with trocar while the product was energized. Additionally, since the device had damages such as a scratched distal end, a scratched and chipped glue adhesive at the bending section, the damage may have influenced the event. Olympus will continue to monitor field performance for this device.